Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered after treatment was cancelled, in ¿step 9 ¿ remove cassette¿. Prior to finding the leak, an air detected in cassette alarm had occurred during an unknown phase and cycle of their pd treatment. The fluid leak was discovered when the patient opened the cassette door to remove the cycler set. It was unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual pd therapy if needed. The patient was able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing pd therapy with no further issues. The liberty cycler set used by the patient was discarded and was not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that a fluid leak was discovered after treatment was cancelled, in ¿step 9 ¿ remove cassette¿. Prior to finding the leak, an air detected in cassette alarm had occurred during an unknown phase and cycle of their pd treatment. The fluid leak was discovered when the patient opened the cassette door to remove the cycler set. It was unknown at which point in therapy the leak may have begun. The cause of the leak was unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated they were trained on performing stat drains, as well as manual pd therapy if needed. The patient was able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing pd therapy with no further issues. The liberty cycler set used by the patient was discarded and was not available for return for physical evaluation by the manufacturer.